Manufacturer narrative:
(B)(4). Reporter's full name, complete address and phone number were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device coupling power supply did not function and the coupling shaft was defective. The device failed pre-tests for check oscillation frequency. Min 11¿700 osc/min and check the machine coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the oscillating saw attachment device would not deploy to drill. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of event was reported as september 9, 2017 on the initial report. Subsequent during follow-up with the customer, it was determined that the correct date of event was (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.